Event description:
Boston scientific corporation became aware of the following event from referenced literature article "endoscopic ultrasound-guided gastroenterostomy versus duodenal stenting for malignant gastric outlet obstruction: an international, multicenter, propensity score-matched comparison." According to the literature, an axios stent and electrocautery enhanced delivery system was implanted to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on an unknown date. It was reported that stent migration was noted which resulted to emergency salvage surgery. The patient also experienced cholangitis, bleeding and post procedural pain. Note: it was reported that the axios stent was intended to be placed to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The hot axios is not indicated to be implanted in a gastric outlet obstruction.

Manufacturer narrative:
Date of event: exact date unknown, event occurred between january 2015 to december 2021. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Report source: literature source: (B)(6) endoscopic ultrasound-guided gastroenterostomy versus duodenal stenting for malignant gastric outlet obstruction: an international, multicenter, propensity score-matched comparison. Endoscopy; 2022; 54: 1023-1031. (B)(4).